Manufacturer narrative:
The customer reported that during surgery, there was too much suction and not enough irrigation. The patient required a vitrectomy. Additional information was requested but not received. The company service representative examined the system and could not duplicate the problems reported. The company service representative found the system message (sm) [empty bss bottle or clamped irrigation line] in the event log. The system was then tested and met all product specifications. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The system was manufactured on june 08, 2004. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure there was no irrigation and the patient required a vitrectomy. Additional information has been requested but not received.